Manufacturer narrative:
During preventative maintenance on (B)(6) 2024, the autopulse platform (sn (B)(6) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation). The brake gap was out of specification (too wide), likely due to the age of the device. The autopulse platform was manufactured in 2016 and is 8 years old, past its expected service life of 5 years. Upon visual inspection, the load plate cover had a hole the affects the watertight seal. The observed physical damage appeared to be the characteristic of user mishandling. The load plate cover was replaced to address the issue. Also, the encoder drive shaft did not rotate smoothly and exhibited binding and resistance, likely attributed to normal wear and tear. The clutch plate was deburred to remedy the issue. The autopulse platform failed the initial functional testing due to the displayed user advisory (ua)17 error message. The brake gap was adjusted to remedy the error message. In addition, the platform failed the load cell characterization test, due to a failure of load cell #1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The load cell #1 was replaced. Following service, the autopulse platform passed the run-in test and load cell characterization test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(6).

Event description:
During preventative maintenance on (B)(6) 2024, the autopulse platform (sn (B)(6) failed functional testing and displayed user advisory (ua) 17 (motor on for too long during active operation). No patient involvement.